Event description:
The icy catheter (lot #unknown) was inserted into the patient's femoral vein for ivtm therapy. Specific details such as which side of the femoral vein was used or whether the insertion was smooth are not provided. At some point during the treatment, the thermogard system generated an "air trap" alarm. The pump rotor stopped, and the console went into standby mode. Upon inspection, the customer noticed a decrease in the level of the saline solution in the 500-ml saline bag. Although the customer did not observe a blood tinge in the tubing, they suspected a catheter leak. The catheter was removed, and the ivtm therapy was stopped. The customer discarded the catheter. No additional details were provided regarding the reported event. No consequences or impacts on the patient.

Manufacturer narrative:
The icy catheter associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.